Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported visualize issue. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. (Pro code: krd). The catalog number identified has not been cleared in the us, but is similar to the caterpillar embolization system products that are cleared in the us.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model ctp027015 arterial embolization device allegedly experienced poor quality image. The information was received from a single source. The malfunction involved a patient with no reported patient injury. The (B)(6) years old male patient weighs (B)(6).